Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of an unspecified arterial access site using a prostyle device related to a transcatheter aortic valve implantation interventional procedure. Reportedly, the suture was not secured to the arterial wall after step 2. Upon removing the device, it was noted that the suture was still inside the device [malposition of suture]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.